Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated the patient's generator was replaced, but the reason for replacement was not given. The implant warranty card indicated high lead impedance was received the day of surgery. The lead was not explanted. A battery life calculation revealed the pt's generator was -.34 years until the elective replacement indicator would read yes. The generator was discarded at the hospital. Good faith attempts to obtain add'l information to obtain add'l information are being made, but have been unsuccessful to date.